Event description:
The customer reported poor dilution linearity for a alinity I ca 19-9xr result for one patient sample. The customer stated the patient was diagnosed with pancreatic cancer and using the assay for monitoring. The following data was reported: on (B)(6) 2024 sid (B)(6): initial ca 19-9 result = > 1200 u/ml. Automatic dilution 1:10 result = 318.64 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). (Complete sample ID). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-30 that has a similar product distributed in the us, list number 8p32-21 / -31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 55701fp00 did not identify an increase in complaint activity related to the issue under review. A review of ticket tracking and trending for the alinity I ca 19-9xr assay was performed and did not identify any related trends for the product for the issue. A device history review was performed on the lot 55701fp00 which did not identify any non-conformances, deviations, or potential non-conformances associated with the complaint. Further investigation reviewed historical performance of reagent lot 55701fp00 was evaluated using worldwide data for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 55701fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 55701fp00. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I ca 19-9xr reagent lot 55701fp00.